Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. The customer's blood glucose level was in the low 300's (mg/dl) and it was addressed with a bolus via the pump. Reportedly, the customer would continue to use the pump until replacement pump is received.